Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 80% stenosed, 2.75x14mm, eccentric lesion being treated contained a >= 90 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The physician introduced a choice floppy guide wire through the left coronary artery and passed a severe lesion in the diagonal artery. The lesion was predilated with a 2.5x15mm maverick balloon, inflated to 8atm for 15 seconds. The physician advanced the 3.50x16mm liberte stent, but noticed the stent was not "fully adhered to the balloon" prior to deployment. The stent was removed and the procedure was completed with another liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen. The balloon was tightly folded. The proximal end of the stent was 5 mm distal to the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There was no damage to the sds or the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 80% stenosed, 2.75x14mm, eccentric lesion being treated contained a >= 90 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The physician introduced a choice floppy guide wire through the left coronary artery and passed a severe lesion in the diagonal artery. The lesion was predilated with a 2.5x15mm maverick balloon, inflated to 8atm for 15 seconds. The physician advanced the 3.50x16mm liberte stent, but noticed the stent was not "fully adhered to the balloon" prior to deployment. The stent was removed and the procedure was completed with another liberte stent. No patient complications were reported and the patient's status is stable.